Event description:
¿Veteran had major difficulty administering insulin with these pen needles. He was unable to depress pen injection button without extreme force-so veteran manually dialed back units on syringe to ¿0¿ and did not depress injector button. Veteran on basal/bolus insulin and did not actually receive and insulin for several days causing extreme elevation in blood glucose and 2 ed visits¿ two possible lots: y56a6 exp date: 1/31/2023, y58f1 exp date: 03/31/2023. Dates of use: (B)(6) 2018 "thru" current. Event ablated after use stopped or dose reduced? N/a.